Event description:
Pt was complaining of back pain one year after surgery. X-rays confirmed a fractured screw. The surgeon performed a successful revision surgery and the screw was replaced.

Manufacturer narrative:
Device history record reviewed and dimensional analysis. Results - review of device history records and dimensional analysis indicate the device was manufactured to specification.